Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to be prematurely depleting. The estimated battery percentage remaining had reportedly dropped significantly since the previous check. The patient is scheduled to be seen in clinic. No adverse patient effects were reported. This device, which is included in the emblem s-ICD premature depletion advisory (updated december 2020) population remains in service.